Event description:
On (B)(6) 2012, the lay user/patient in (B)(6) contacted lifescan to report the one touch ultra2 meter was giving inaccurately high readings compared to her feelings. The technical service representative (tsr) contacted the patient to obtain and verify information; however was unable to reach her by telephone. The sr. Medical surveillance specialist classified the complaint based on the information originally provided to customer service. On an unspecified date, the patient experienced the symptoms of "feeling low;" she did not provide specific symptoms. While symptomatic, the patient obtained the blood glucose reading of 4.1 mmol/l (74 mg/dl) on the reported meter. The patient did not take any actions or seek any medical attention or treatment. Troubleshooting revealed the patient's testing technique was correct, the test strips were in good condition and within opened expiration dating and the meter was set to the correct unit of measure. It would have been helpful to determine the patient's specific symptoms, her blood glucose readings prior to the onset of symptoms, her diabetes medication regimen and her expected results. The patient allegedly suffered symptoms suggesting severe hypoglycemia while using the reported meter. The patient's condition, actions and blood glucose readings prior to the onset of symptoms is not known. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.